Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a non tortuous, non calcified, 80% stenosed right coronary artery (rca) lesion. Via a radial approach, the physician predilated the lesion with a 2.5 mm balloon (type and length unknown). The physician was able to successfully deploy the liberte' mr 3.5 x 20 mm stent without incident. Upon deflation, slow deflation was observed at the distal end of the balloon initially. Then there was no deflation of the balloon at all. The balloon was inflated for approximately 60 seconds, when the physician was able to deflate the balloon by applying negative pressure with a syringe. There were no pt complications or injuries. The final result of the stent was well positioned and apposed.